Manufacturer narrative:
To date no product has been returned by the facility for investigation. No root cause of the groin access site bleed has been determined. Should more information be shared, the manufacturer will file a supplemental medwatch report.

Event description:
The patient was admitted in cardiogenic shock, and while awaiting cardiac surgery he decompensated, which prompted the team to implant and impella cp via the left femoral artery. The support from the impella allowed the team to perform a valvuloplasty. During the valvuloplasty the patient condition was critical and so the cp pump was left in for support. On the second day of support the groin access site was oozing blood which prompted to the team to infuse 1 unit of blood products. The groin site continued to ooze but, the blood loss was remedied the following day when the impella was explanted.